Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Patient underwent a revision surgery on (B)(6) 2013 for a non-union of the proximal femur. Three unknown 5.0mm locking screws, one unknown 5.0mm cannulated locking screw, two unknown 7.3mm cannulated locking screws, and one 4.5mm lcp proximal femur plate were removed. The original implant was on (B)(6) 2013. Patient was revised to an angled blade plate. This is report 1 of 2 for complaint (B)(4).